Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that when the patient walked through a store metal detector, their implant shocked them beginning on (B)(6) 2015. The worst experiences of shocking for the patient happened at department stores. The patient was shocked so bad that they couldn's move their leg. The patient told their health care provider (hcp) that it was starting to be uncomfortable and it was bad in regards to having to go to the bathroom. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.